Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). It was noted that the needle did not deploy no information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window, though the position of the linkage assembly indicated that the needle had fired. The investigation confirmed that the needle mechanism had fired, however the slide insert was not held in place in its intended position by the catch beam after firing of the needle mechanism. Extra material was found on the slide insert where the catch beam is intended to sit after soft cannula deployment, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The extra material on the slide insert was confirmed to be the cause of the reported needle mechanism failure.